Event description:
It was reported that an lv lead was used for ventricular pacing due to the patient's tricuspid valve. The thresholds were set high and it was noticed that the markers "go away" when these thresholds are set, and "appear" when the thresholds are lowered and atrial fibrillation is present. There appears to be sensing difficulty with the lead. Further follow-up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.